Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to this issue. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump as the malfunction code was resettable, and no recurrence of the malfunction code was reported after the reset. The customer was advised to call back if the malfunction reoccurs and acknowledged the guidance.